Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate shock due to incorrect interpretation of signal. Patient experienced discomfort due to shock. No intervention was done. The patient was stable.